Manufacturer narrative:
D9 - device available for evaluation: no a DHR lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr document ID#: (B)(6) lot#: 13938363, 13899644, 13765767 discrepancies: "g8 and h1-h8 have window occlusion. After performing functional test tm 0000090 the window area still occluded and the rib is under silicone part. Totes1-4 were affected." Translation "that? Manufacturing reports component r1-3701 lot 13765767 with the hole covered, where the housing notch goes when assembled, in order 13938363 item d1000. " "that? 3 pieces part number r1-3701 rev.19 lot# 13765767 were reported with "window occluded and/or short shot. When? 03-22-2024 where? During the manufacturing process, aql 0.25 c =0 who? Manufacturing leader cr1 1st shift quantity impacted and results of the sampling (fail/pass): 26,819 pieces, affected failure: 3/135." "Ego seal with occluded window covering the rib from the tego body" hnguyen (B)(6) 2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The customer reported a sudden total block in flow with two tego¿ connectors at the start of dialysis treatment. The issue was resolved after changing the tego with no further problems encountered. There were no cuts, holes or defects noted on the tego device. There was no serious injury or death, no clinically significant blood loss, and no property damage. There was no medical/surgical intervention required other than routine change or maintenance. This report reflects second of two occurrences.